Event description:
The pt has two leads implanted with the same lot number. It was reported the pt has ineffective stimulation. The physician suggested the ipg needs to be replaced. Surgical intervention is pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.